Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed which revealed particulate matter inside the fluid pathway. Upon further inspection, one light beige rectangular particle was observed; which sank slowly in the solution and was composed of fibers in near parallel orientation which were approximately 2.8 mm at longest length the reported problem was verified. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had foreign matter inside the fluid path. This was noted before use. There was no patient involvement. No additional information is available.